Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on february 18th, the patient had a robotic assisted laparoscopic prostatectomy. They stayed overnight in the hospital and were released the next day. When the patient was leaving the hospital, the nurse took off the strain relief pad which prevents strain on the penis and added 4 inches of tubing to the bag. The tubing hung down and dragged the penis catheter with it. The patient stated it was not very comfortable. There was no patient injury reported. In addition, the urine collection bag did not allow drainage relief to the bladder and the patient experienced pain and pressure. When the patient got home, they were able to release about 64 oz. Of urine. The patient stated they had the catheter in for two weeks and then the doctor said they would deflate the internal bulb and pull out the catheter. The customer stated they had leakage outside of the catheter which requires depends. In addition, the patient stated the anti reflux valve inside of the day bag stuck together and blocked flow into the bag. The patient stated that the tubing was unnecessary as the bag should be connected directly to the foley catheter. The patient stated no lasting harm was done. The doctor replaced the bag with one manufactured by (B)(4).

Event description:
It was reported that on february 18th, the patient had a robotic assisted laparoscopic prostatectomy. They stayed overnight in the hospital and were released the next day. When the patient was leaving the hospital, the nurse took off the strain relief pad which prevents strain on the penis and added 4 inches of tubing to the bag. The tubing hung down and dragged the penis catheter with it. The patient stated it was not very comfortable. There was no patient injury reported. In addition, the urine collection bag did not allow drainage relief to the bladder and the patient experienced pain and pressure. When the patient got home, they were able to release about 64 oz. Of urine. The patient stated they had the catheter in for two weeks and then the doctor said they would deflate the internal bulb and pull out the catheter. The customer stated they had leakage outside of the catheter which requires depends. In addition, the patient stated the anti reflux valve inside of the day bag stuck together and blocked flow into the bag. The patient stated that the tubing was unnecessary as the bag should be connected directly to the foley catheter. The patient stated no lasting harm was done. The doctor replaced the bag with one manufactured by mckesson.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of ¿static or positive air pressure¿. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.